Manufacturer narrative:
Device received with operating currents within specs and passed displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error and power loss alarm. The power management tool confirmed power error and power loss alarm due to non-sleep anomaly software error. Hardware low level failures alarmed during self test and confirmed in insulin pump history with variable (003) due to cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power loss and hardware low level failures. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the alarms occurred by selftest. It was also reported that the insulin icon was empty, but reservoir was full. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.